Event description:
It was reported that during a vertical banded gastroplasty procedure, the staples could not be delivered on the first firing. Another similar device was used to complete the procedure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.